Event description:
Patient experienced insulin flow block alarm event occurred on (B)(6) 2026. Since this was a past event patient does not wish to continue troubleshooting and cause of occlusion could not be determined. This event led to high blood glucose level which lasted for one to two hours for which the patient managed with insulin pump.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.